Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating low blood glucose readings on the insulin pump. The customer's blood glucose was 35 mg/dl. The customer stated that the numbers on her pump were running up. The customer declined to troubleshoot for keypad anomaly. The customer will be sent a replacement pump.